Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks. The pediatric patient¿s cgm was reading 238 mg/dl and the bg meter was reading 394 mg/dl. The patient was vomiting and had elevated ketones. The patient¿s mother called the patient¿s endocrinologist and was advised to bring the patient to the emergency room. At the ER, the patient was diagnosed with diabetic ketoacidosis (dka) and treated with ¿liquids for dehydration¿ and zofran. The reporter could not recall the patient's bg/cgm values when the patient arrived at the ER. The patient was discharged home later the same day once the patient¿s ketone level stabilized. The patient was still feeling "sick" at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.